Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following information provided from the repair center. All the leds on the front panel lighted up when the unit was turned on, and operation could not be performed even if the panel was pressed. The cm board failed. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the repair center, the reported phenomenon could have occurred, as the cm board was not activated due to failure, and the software was not activated, resulting in the front panel been operating unintentionally.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation of use, leds of the front panel flashed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.